Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a gastrointestinal tract dilation procedure to treat a benign esophageal stricture performed on (B)(6) 2025. During the procedure, the balloon ruptured. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with the original device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found that the balloon was longitudinally torn. Functional inspection was performed, and the balloon was not able to be inflated due to the longitudinal tear found in the balloon. Microscopic inspection confirmed the balloon longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The results of the analysis performed on the returned device found that the balloon had a longitudinal tear. It was reported that the balloon was pre-tested; however, the IFU states, precaution: do not pre-inflate, pretest balloon, or attempt to refold balloon into protective sleeve. Testing the balloon previously can cause the balloon to lose its original shape causing resistance when inserting it into the scope and can cause the longitudinal torn found on the balloon. Therefore, the most probable root cause is failure to follow instructions. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. It was reported that the balloon was pre-tested; however, the IFU states, precaution: do not pre-inflate, pretest balloon, or attempt to refold balloon into protective sleeve.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a gastrointestinal tract dilation procedure to treat a benign esophageal stricture performed on (B)(6) 2025. During the procedure, the balloon ruptured. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with the original device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.